Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("excessive and abnormal bleeding during menstruation") in a female patient who had essure inserted for female sterilization. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on or about (B)(6) 2017 she underwent salpingectomy). At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. The reporter commented: on or about (B)(6) 2010, she underwent the essure procedure. She underwent the procedure on the right side on (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: full occlusion of both tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("a 1.3 x 0.5 x 0.4 cm portion of tan-pink rubbery tissue with an embedded metallic coil device measuring 14 cm in length"), menorrhagia ("excessive and abnormal bleeding during menstruation, abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("pain") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple cesarean sections and multiparous. Concurrent conditions included endometrial polyp. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal),"), vaginal infection ("infection (bladder/ urinary tract/vaginal)") with vaginal discharge, migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain lower ("pain, lower left abdominl pain"), uterine leiomyoma ("there were fibroids and polyps in my uterus and my uterus may have to be removed at some point") and uterine polyp ("there were fibroids and polyps in my uterus and my uterus may have to be removed at some point"). The patient was treated with surgery (bilateral salpingectomy), surgery (on or about (B)(6) 2017 she underwent hysterectomy (partial), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, menorrhagia, uterine haemorrhage, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, uterine leiomyoma and uterine polyp outcome was unknown and the pelvic pain and abdominal pain lower was resolving. The reporter considered abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine haemorrhage, uterine leiomyoma, uterine polyp, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on or about (B)(6) 2010, she underwent the essure procedure. She underwent the procedure on the right side on (B)(6) 2011. Date(s) of insertion: (B)(6) 2010, (B)(6) 2011. After placement of the essure on the left side there was a loss of distension through the cervix and at that point after multiple attempts to distend the cavity it was unsuccessful and the right tube was then no longer able to be visualized. Procedure abandoned and will have patient return in a couple of weeks to have the right essure placed. Inability to place both essures at her previous procedure. Attempt at removal of the essure coil in full was noted to be quite difficult as the coil was significantly scarred in . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: full occlusion of both tubes . Concerning the injuries in the case, the following ones were described in patient's medical records: embedded device , uterine haemorrhage (confirming vaginal haemorrhage), pelvic pain . Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: reporter information, patient demographic information, product indication, onset date updated, new events vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, migraine, headache, dysmenorrhea, dyspareunia, pelvic pain, vaginal discharge, fatigue, abdominal pain lower, uterine leiomyoma and uterine polyp added. Outcome for the events abdominal pain lower and pelvic pain added as recovering / resolving. On 1-mar-2018: mr received: new reporters, patient ethnicity, new event uterine haemorrhage and a 1.3 x 0.5 x 0.4 cm portion of tan-pink rubbery tissue with an embedded metallic coil device measuring 14 cm in length were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a 1.3 x 0.5 x 0.4 cm portion of tan-pink rubbery tissue with an embedded metallic coil device measuring 14 cm in length'), menorrhagia ('excessive and abnormal bleeding during menstruation, abnormal bleeding (vaginal, menorrhagia)') and pelvic pain ('pain') in an adult female patient who had essure (batch no. Log9283-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple cesarean sections and multiparous. Concurrent conditions included endometrial polyp. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal),"), vaginal infection ("infection (bladder/ urinary tract/vaginal)") with vaginal discharge, migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain lower ("pain, lower left abdominl pain") and uterine polyp ("there were fibroids and polyps in my uterus and my uterus may have to be removed at some point") and was found to have uterine leiomyoma ("there were fibroids and polyps in my uterus and my uterus may have to be removed at some point"). The patient was treated with surgery (bilateral salpingectomy, on or about (B)(6) 2017 she underwent hysterectomy (partial), bilateral salpingectomy and underwent hysterectomy (partial), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, menorrhagia, uterine haemorrhage, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, uterine leiomyoma and uterine polyp outcome was unknown and the pelvic pain and abdominal pain lower was resolving. The reporter considered abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine haemorrhage, uterine leiomyoma, uterine polyp, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on or about (B)(6) 2010, she underwent the essure procedure. She underwent the procedure on the right side on 7 (B)(6) 2011. Date(s) of insertion: (B)(6) 2010, (B)(6) 2011. After placement of the essure on the left side there was a loss of distension through the cervix and at that point after multiple attempts to distend the cavity it was unsuccessful and the right tube was then no longer able to be visualized. Procedure abandoned and will have patient return in a couple of weeks to have the right essure placed. Inability to place both essures at her previous procedure. Attempt at removal of the essure coil in full was noted to be quite difficult as the coil was significantly scarred in as mentioned in pfs-lot number log9283 not noted in records. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: full occlusion of both tubes. Concerning the injuries in the case, the following ones were described in patient's medical records: embedded device , uterine haemorrhage (confirming vaginal haemorrhage), pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: update of information (batch is not valid). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a 1.3 x 0.5 x 0.4 cm portion of tan-pink rubbery tissue with an embedded metallic coil device measuring 14 cm in length'), menorrhagia ('excessive and abnormal bleeding during menstruation, abnormal bleeding (vaginal, menorrhagia)') and pelvic pain ('pain') in an adult female patient who had essure (batch no. Log9283-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple cesarean sections and multiparous. Concurrent conditions included endometrial polyp. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal),"), vaginal infection ("infection (bladder/ urinary tract/vaginal)") with vaginal discharge, migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain lower ("pain, lower left abdominl pain") and uterine polyp ("there were fibroids and polyps in my uterus and my uterus may have to be removed at some point") and was found to have uterine leiomyoma ("there were fibroids and polyps in my uterus and my uterus may have to be removed at some point"). The patient was treated with surgery (bilateral salpingectomy, on or about (B)(6) 2017 she underwent hysterectomy (partial), bilateral salpingectomy and underwent hysterectomy (partial), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, menorrhagia, uterine haemorrhage, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, uterine leiomyoma and uterine polyp outcome was unknown and the pelvic pain and abdominal pain lower was resolving. The reporter considered abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine haemorrhage, uterine leiomyoma, uterine polyp, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on or about (B)(6) 2010, she underwent the essure procedure. She underwent the procedure on the right side on (B)(6) 2011. Date(s) of insertion: (B)(6) 2010, (B)(6) 2011. After placement of the essure on the left side there was a loss of distension through the cervix and at that point after multiple attempts to distend the cavity it was unsuccessful and the right tube was then no longer able to be visualized. Procedure abandoned and will have patient return in a couple of weeks to have the right essure placed. Inability to place both essures at her previous procedure. Attempt at removal of the essure coil in full was noted to be quite difficult as the coil was significantly scarred in as mentioned in pfs-lot number log9283 not noted in records. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: full occlusion of both tubes. Concerning the injuries in the case, the following ones were described in patient's medical records: embedded device , uterine haemorrhage (confirming vaginal haemorrhage), pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a 1.3 x 0.5 x 0.4 cm portion of tan-pink rubbery tissue with an embedded metallic coil device measuring 14 cm in length'), menorrhagia ('excessive and abnormal bleeding during menstruation, abnormal bleeding (vaginal, menorrhagia)') and pelvic pain ('pain') in an adult female patient who had essure (batch no. Log9283-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple cesarean sections and multiparous. Concurrent conditions included endometrial polyp. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal),"), vaginal infection ("infection (bladder/ urinary tract/vaginal)") with vaginal discharge, migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain lower ("pain, lower left abdominl pain") and uterine polyp ("there were fibroids and polyps in my uterus and my uterus may have to be removed at some point") and was found to have uterine leiomyoma ("there were fibroids and polyps in my uterus and my uterus may have to be removed at some point"). The patient was treated with surgery (bilateral salpingectomy, on or about (B)(6) 2017 she underwent hysterectomy (partial), bilateral salpingectomy ). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, menorrhagia, uterine haemorrhage, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, uterine leiomyoma and uterine polyp outcome was unknown and the pelvic pain and abdominal pain lower was resolving. The reporter considered abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine haemorrhage, uterine leiomyoma, uterine polyp, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on or about (B)(6) 2010, she underwent the essure procedure. She underwent the procedure on the right side on (B)(6) 2011. Date(s) of insertion: (B)(6) 2010, (B)(6) 2011. After placement of the essure on the left side there was a loss of distension through the cervix and at that point after multiple attempts to distend the cavity it was unsuccessful and the right tube was then no longer able to be visualized. Procedure abandoned and will have patient return in a couple of weeks to have the right essure placed. Inability to place both essures at her previous procedure. Attempt at removal of the essure coil in full was noted to be quite difficult as the coil was significantly scarred in as mentioned in pfs-lot number log9283 not noted in records. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: full occlusion of both tubes. Concerning the injuries in the case, the following ones were described in patient's medical records: embedded device , uterine haemorrhage (confirming vaginal haemorrhage), pelvic pain this lot log9283 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a 1.3 x 0.5 x 0.4 cm portion of tan-pink rubbery tissue with an embedded metallic coil device measuring 14 cm in length'), menorrhagia ('excessive and abnormal bleeding during menstruation, abnormal bleeding (vaginal, menorrhagia)'), pelvic pain ('pain') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. Log9283) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple cesarean sections and multiparous. Concurrent conditions included endometrial polyp. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal),"), vaginal infection ("infection (bladder/ urinary tract/vaginal)") with vaginal discharge, migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain lower ("pain, lower left abdominal pain") and uterine polyp ("there were fibroids and polyps in my uterus and my uterus may have to be removed at some point") and was found to have uterine leiomyoma ("there were fibroids and polyps in my uterus and my uterus may have to be removed at some point"). The patient was treated with surgery (bilateral salpingectomy, on or about (B)(6) 2017 she underwent hysterectomy (partial), bilateral salpingectomy and underwent hysterectomy (partial), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, menorrhagia, uterine haemorrhage, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, uterine leiomyoma and uterine polyp outcome was unknown and the pelvic pain and abdominal pain lower was resolving. The reporter considered abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine haemorrhage, uterine leiomyoma, uterine polyp, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on or about (B)(6) 2010, she underwent the essure procedure. She underwent the procedure on the right side on (B)(6) 2011. Date(s) of insertion: (B)(6) 2010, (B)(6) 2011. After placement of the essure on the left side there was a loss of distension through the cervix and at that point after multiple attempts to distend the cavity it was unsuccessful and the right tube was then no longer able to be visualized. Procedure abandoned and will have patient return in a couple of weeks to have the right essure placed. Inability to place both essures at her previous procedure. Attempt at removal of the essure coil in full was noted to be quite difficult as the coil was significantly scarred in as mentioned in pfs-lot number log9283 not noted in records. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: full occlusion of both tubes. Concerning the injuries in the case, the following ones were described in patient's medical records: embedded device , uterine haemorrhage (confirming vaginal haemorrhage), pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.